Event description:
Event description guidant received information that the field representative(fcr) reports that this ventricular lead has had a lead fracture, since march per the daily measurements. The lead safety switch has been triggered. There was no capture in the unipolar or bipolar configurations, when fcr checked. A strip was faxed in with no ventricular capture. The patient had been unsteady for the last few days. The lead was surgically abandoned and replaced. The pacemaker was electively replaced at that time. The entire system was moved to the right side of the patients chest. The patient has 3rd degree heart block and had a slow escape rhythm, with no adverse effects.